Manufacturer narrative:
An event of complete atrioventricular block (cavb) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that at the point of 80% deployment, the patient went into a complete atrioventricular block (cavb). The patient have a past medical history of this type of arrhythmia: atrial fibrillation. The valve was deployed with implant depth of 1mm non-coronary cusp (ncc) and 3mm left-coronary cusp (lcc). There was no calcification extending beneath the aortic annular plane in the interventricular septum. Based of the information reviewed, the cause of the reported incident appears to be related to procedural conditions. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 23 navitor valve was chosen for implant, using small flexnav delivery system. The patient¿s baseline rhythm was atrial fibrillation. At 80% deployment, the patient went into a complete atrioventricular block (cavb). A temporary pacemaker was placed, and the valve was deployed with implant depth of 1mm non-coronary cusp (ncc) and 3mm left-coronary cusp (lcc). Due to the patient¿s pulse not resuming on its own, a permanent leadless pacemaker was implanted on (B)(6) 2023. There was no calcification extending beneath the aortic annular plane in the interventricular septum. The patient was reported to be stable. There was no clinically significant delay during the procedure.